Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving fentanyl 2000 mcg/ml for a total dose of 849.4 mcg/day, bupivacaine 20 mg/ml for a total dose of 8.494 mg/day, and morphine 6 mg/ml for a total dose of 2.5482 mg/day via an implantable pump. It was noted the patient was walking their dog and was pulled hard and they felt a snap/tug in their back and pump area. It was noted the patient dealt with it for a few weeks, so it was noted that it happened 2 weeks ago. The patient experienced withdrawal symptoms and a spinal headache. A catheter dye study was performed on (B)(6) 2020. The catheter dye study noted that the spinal catheter was dislodged from the intrathecal space and they were unable to aspirate. It was noted that surgical intervention occurred on (B)(6) 2020 as the patient had surgery to replace the migrated spinal catheter. The catheter would be returned. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was (B)(6) pounds. The patient's medical history was asked and will not be made available. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported there was no allegation in the photos attached. It was noted that the catheter was just migrated into the muscle and they took a picture of the intact anchor and cooled catheter for documenting. The device had not yet been returned. No further complications were reported.